Manufacturer narrative:
The event is currently under investigation.

Event description:
During a radial coronary angiogram procedure on a female patient with preexisting various cardiac issues, it was noted that during the procedure, blood was leaking through the one way valve. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). MFR site, device evaluated by MFR? - corrected information. Investigation - evaluation. A review of the complaint history, device history record, documentation, quality control and visual inspection and functional test of the returned device was conducted during the investigation. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. One used flexor radial access set was returned for investigation. The product was liquid leak tested by occluding the distal end of the sheath using hemostats and syringing water through the connecting tube. The blue valve leaked through the center of the disc. With little pressure, the water tended to squirt from the valve in a small stream. As pressure was increased, the valve appeared to maintain haemostasis. Based on the information provided, examination of the returned device and the results of our investigation, the root cause was determined to be component related. The blue valve used in the production of this lot has been made obsolete and is no longer being used to manufacture these introducers. This device lot was manufactured prior to the effective date of the change. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
During a radial coronary angiogram procedure on a female patient with preexisting various cardiac issues it was noted that blood was leaking through the one way valve. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.